Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), the patient experienced a perforation and cardiac tamponade. There was an apparent drop in pressure prior to the third deployment, and the patient died.